Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal was cracked upon opening. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25126596, 25127301, and 25127486 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. The delivery device was returned inside the loading device. The tension spring assembly and the seal remained in the loading device. The seal was visible through the window of the loading device and was seen delaminated at the outer side of the coil. The slide lock was dis-engaged. The plunger was not depressed on the delivery device. The delivery device was taken out from the loading device and the following measurements were taken; the inner delivery tube diameter was measured as .199 in. The outer diameter was measured at .219 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for crack seal was confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal was cracked upon opening. A replacement device was used to complete the procedure. The hospital did not report any patient effects.